Event description:
It was reported that the patient experienced pain in the left cylinder. The physician removed and replaced the inflatable penile prosthesis (ipp). The physician believes the device was infected which caused infection in the left corpora of the patient. The patient is fully recovered.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.